Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional is missing ball bearings. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and visual examination of the returned parts state signs of repeated use and missing plungers. DHR was reviewed and no discrepancies were found. Field action were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends